Event description:
It was reported that the patient in the past had their low flow alarm threshold reduced to 2.0 liters per minute with very temporary relief of alarms. The patient was admitted for close blood pressure management. The site attempted to up-titrate afterload-reducing agents which revealed a very high sensitivity to mean arterial pressures less than 80 mmhg. The patient experienced severe dizziness, pre-syncope, and malaise resulting in inability to preform activities of daily living (adls). The flow was decreased from 5100 to 5000 for a persistently underfilled left ventricle.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: event date was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.